Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the excessive no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.